Event description:
New endo tray ordered from supplier, as a new kimberly-clark drape was added to the pre-packaged set up. Upon unpacking the endo tray a white powdery substance was found within the set up. Manufacturer response for deroyal endo tray, endo tray (per site reporter): both deroyal and kimberly-clark have been very responsive. It is believed that the plastic coating on the kc drape creates residue when sterilized.